Manufacturer narrative:
(B)(4). Date sent: 8/20/2020. Investigation summar the analysis found that one plee60a device was returned with no apparent damage and with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired and the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #u5at58. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, after the second fire of the plee60a with a green reload (gst60g), the surgeon noticed that the staple line did not completely form on the patient side of the device. Surgery was delayed 15 minutes due to the reported event. The device was removed and another device was opened to complete the procedure. The surgeon over-sewed and stapled the area where the staple line did not form properly and completed the procedure with the second device. There were no patient consequences reported.